Event description:
It was reported that the vent failed during use. Based on current knowledge, the date of event is not known, (B)(6) 2023 was the date of the following service intervention. There was no patient injury reported.

Manufacturer narrative:
The investigation has just started. Results will be provided in a follow-up report. H3: on-going.

Manufacturer narrative:
As initially reported, the case was reported due to a vent fail during use. Since the date of event was not known, further information has been requested. Unfortunately, the exact date of event could not be finally confirmed. Thus, the case in question could not be reconstructed. The electronic device logfile provided for analysis was taken on (B)(6) 2023 and thus, the time period between (B)(6) 2023 was evaluated. However, there were no indications for a device malfunction found. Only entries pointing to temporary external leakages in the patient circuit were found. During system test and leak test, internal and external leakages are detected. During use, based on leakage, fresh gas flow settings and set alarm limits, several audible and visible alarms would be issued as it was also in the particular case. The integrated pressure-, flow- and patient gas monitoring ensures that deviations from set/expected parameters are obvious for the user and that alarms are given according to the alarm limits adjusted by the user. Finally, the date of event could not be confirmed. Nevertheless, based on the analysis of the time period between (B)(6) 2023, no indications for a device malfunction were found. It was additionally reported that it was assumed that there was a use error instead of an actual issue with the device. In combination with the investigation results, this strengthens the conclusion that there was no actual vent fail during use. Thus, it could be concluded that there is no issue with the device which would require repair or correction. If the investigation results were known before, the case would not have been assessed reportable.

Event description:
It was reported that the vent failed during use. Based on current knowledge, the date of event is not known, (B)(6) 2023 was the date of the following service intervention. There was no patient injury reported.